Event description:
When using the crossflow integrated cassette tubing (ref #0450-000-300), which includes both inflow and outflow cassettes, an issue was encountered with the outflow cassette while operating the arthroscopic shaver. Specifically, there was no suction generated during shaver use. To continue the procedure, the shaver was disconnected from the cassette and connected instead to neptune suction. This setup provided effective suction while using the shaver. However, a drawback of this workaround was reduced control over suction levels, resulting in the knee joint being drained of fluid more quickly than desired. It is important to note that the portion of the outflow tubing connected to the cannula in the knee functioned correctly. Fluid flowed appropriately from the knee into the cassette and then to the neptune system. The issue appeared to be isolated to the shaver suction function within the cassette, rather than the entire outflow pathway.